Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered on successfully and was successfully uploaded to carelink. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer's call. However, no relevant alarms were noted. On the unit, the menus were navigated to audio settings and audio settings were then enabled. Unit passed the self-test. Audio functioned as expected and no anomalies were noted. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage was noted on electronic stack. The following cosmetic damages were noted: keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of audio anomaly were not confirmed when the audio functioned as expected during testing and unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a random beep from the insulin pump and was unable to hear differences between audio volume settings despite being able to trigger beeps when saving audio options. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and included advising the customer to adjust and test audio volume settings, confirming the issue persisted, and instructing the customer to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.